Event description:
Reportedly, after the procedure the patient developed two oval shape burns on the grounding pad site which were originally thought to be allergic reactions. The burns are described as "full thickness" and the patient has been referred to a plastic surgeon for evaluation.